Event description:
It was reported that there was a malfunction alarm on the patient's pump, specifically malfunction 0. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided the patient with information on how to reset the pump and assisted in resetting it. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump.